Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The mini backplane was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.